Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 654842) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "right occlusion only". The patient's concurrent conditions included depression, gastroesophageal reflux disease, post-traumatic stress disorder and fibromyalgia. In 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/sexual contact") and night sweats ("hormonal changes/ hormonal changes describe: nightly sweats"). In 2017, the patient experienced urinary tract infection ("infection (bladder urinary tract/vaginal) type: uti") and urticaria ("rashes or skin conditions type: hives"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dermatitis allergic ("allergic rash"), depression ("psych injury/ psychological or psychiatric problems condition: depression") and nausea ("nausea"). The patient was treated with surgery (hysteractomy. (Partial),laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia and abdominal pain had resolved and the menorrhagia, dermatitis allergic, depression, fatigue, nausea, migraine, headache, night sweats, vaginal haemorrhage, urinary tract infection and urticaria outcome was unknown. The reporter considered abdominal pain, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, night sweats, pelvic pain, urinary tract infection, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2009: essure confirmation test(s) (unspecified)- right occlusion only. Unilateral occlusion (right tube occluded).. ¿concerning the injuries reported in this case, the following ones were confirming- events which are same in pfs & mr.¿ headache, pelvic pain, nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: new pfs and mr received- new events added: abnormal bleeding (vaginal), infection (bladder/urinary tract/vaginal) type: urinary tract, rashes or skin conditions type: hives.event hormonal changes describe was replaced with hormonal changes describe: nightly sweats, event psychological or psychiatric problems condition was replaced with psychological or psychiatric problems condition: depression.lot number and reporters information were added.concomitant conditions were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 654842) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "right occlusion only". The patient's concurrent conditions included depression, gastroesophageal reflux disease, post-traumatic stress disorder and fibromyalgia. In 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/sexual contact") and night sweats ("hormonal changes/ hormonal changes describe: nightly sweats"). In 2017, the patient experienced urinary tract infection ("infection (bladder urinary tract/vaginal) type: uti") and urticaria ("rashes or skin conditions type: hives"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dermatitis allergic ("allergic rash"), depression ("psych injury/ psychological or psychiatric problems condition: depression") and nausea ("nausea"). The patient was treated with surgery (hysteractomy. (Partial),laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia and abdominal pain had resolved and the menorrhagia, dermatitis allergic, depression, fatigue, nausea, migraine, headache, night sweats, vaginal haemorrhage, urinary tract infection and urticaria outcome was unknown. The reporter considered abdominal pain, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, night sweats, pelvic pain, urinary tract infection, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2009: essure confirmation test(s) (unspecified)- right occlusion only. Unilateral occlusion (right tube occluded). ¿concerning the injuries reported in this case, the following ones were confirming- events which are same in pfs & mr.¿ headache, pelvic pain, nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "right occlusion only". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("allergic rash"), psychological trauma ("psych injury"), fatigue ("fatigue"), nausea ("nausea"), migraine ("migraine") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy. (Partial)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia and abdominal pain had resolved and the menorrhagia, dermatitis allergic, psychological trauma, fatigue, nausea, migraine, headache and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain and psychological trauma to be related to essure. The reporter commented: she received treatment for psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: essure confirmation test(s) (unspecified)- right occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received. Product indication and essure implant date updated. Essure explant date added. Previously reported ¿injury¿ was updated to pelvic pain. Events- dysmenorrhea(cramping), dyspareunia (painful sexual intercourse), abdominal pain, menorrhagia (heavy menstrual bleeding), allergic rash, psych injury, fatigue, nausea, migraine, headaches, hormonal changes and right occlusion only were added. Lab data added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.